Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem's user guide: the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin. The tandem user guide indicates that humalog and novolog have been tested up to 48 and 72 hours respectively.

Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer used cartridge for 14 days and overfilled the cartridge. Tandem technical support informed the customer that this is off label per the user guide. Customer¿s blood glucose level was 115 mg/dl. Customer declined further troubleshooting with tandem technical support to resolve the issue.